Event description:
It was reported that the right ventricular (rv) lead was implanted in the high rv septum/outflow tract. The lead was noted to have variable thresholds and excessive atrial over sensing eight days post implant. The lead was repositioned into the rv apex and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.